Event description:
It was reported that the patient was revised due to migration and loosening.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). This complaint was previously reported under the incorrect manufacturing site on medwatch: 0001822565-2021-02200. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
Reported event was confirmed by review of radiographs/medical records. Review of the available records identified the following: a reverse-type left shoulder arthroplasty is present. The CT images show the glenoid component to be loose and rotated superiorly with arthroplasty dislocation. There is a suspected fracture of the glenoid. Lucencies within the glenoid are consistent with osteolysis. Bone quality is markedly osteopenic. The two radiographs demonstrate apparent revision with anatomic alignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.